Event description:
The customer reported that no signal was captured for the v4 lead via the m1663a ECG trunk cable during pt. It was confirmed that there was no pt incident/injury.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.